Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting nurse/doctor due to meter results. Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test result from results obtained of 157 mg/dl. The customer¿s expected blood glucose test result ranges are 98- 126 mg/dl non-fasting (customer normally has her black coffee) and 185 mg/dl fasting pm. The customer feels well and did not report any symptoms. Customer stated that she contacted and spoke to the nurse on (B)(6) 2025 and went to the dr.'s office on the (B)(6) because she believes the results on the meter to be high. Customer stated that dr's office performed a blood test using another meter (not a lab test) and at the same time using the true metrix air and the true metrix air gave a higher reading. During the call, a back-to-back blood test was not performed by the customer. Customer does not have any mores strips left from the vial she was using at the time and was unable to provide lot information. The product is not stored according to specification (kitchen). The meter memory was reviewed for previous test result history: result 1: 157 mg/dl date: (B)(6) 2025 time:925am non- fasting